Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -14.50/+2.5/045 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 lens repositioning was performed due to lens rotation not associated to a low vault but the problem did not resolve, lens continues to rotate. Lens remains implanted. For cause details the reporter states that the lens may be a small size for the patients eye.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
B5 lens exchanged with longer length lens and problem was resolved. (B)(4).

Manufacturer narrative:
H3: device evaluation lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specification. (B)(4).